Event description:
It was reported the patient's was inoperable, unable to communicate with external devices. As a result, surgical intervention was undertaken on 02 may 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D3 and g1 correction: the manufacturing site was updated. Correction g8: the MFR report number should have been 3006705815 instead of 1627487.